Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the devices showed the actuator is in its t2 post-deployment position indicating a complete deployment. The needle is dramatically bent. Examination of the suture/t construct showed the distal end of t1 has broken off, this likely occurred when being removed from the patients meniscus. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.